Event description:
It was reported that an attempt was made to perform a kissing balloon technique in the right coronary artery. A non-abbott balloon catheter was already at the lesion, the 4.5 x 8 mm nc trek balloon catheter was advanced to the lesion, but it met resistance inside the guiding catheter, either with the guiding catheter or the guide wire, and would not advance further. Resistance was also met during removal. The kissing balloon technique was stopped as it was unsuccessful and the lesions were pre-dilated with a non-abbott balloon catheter and stents were deployed successfully. No patient adverse effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned guide wire noted blood and contrast on the coils which is consistent with the guide wire being used in the patient as reported. There was a kink in the core, 30.2 cm distal to the proximal end of the guide wire. There was a bend in the guide wire tip, 3 mm proximal to the tip ball. There were offset intermediate coils, 3 mm proximal to the center solder. These noted damages were not reported in the incident information and likely occurred during the procedure or during packing, handling, and return to abbott vascular for analysis as no damage was reported during inspection prior to use. Factors that may contribute to the inability to advance/retract the balloon catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of the guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. An attempt to move the wire in this reduced clearance can cause the coils to bunch up or overlap which can increase the diameter of the guide wire and cause resistance between devices. If this resistance is not reduced and continued force is applied to a wire with overlapped coils, this can result in permanent deformation of the wire and possibly lead to the wire becoming locked or frozen in the catheter. An attempt was made to advance the tip and solder joints through a hole gauge but was not able to advance past the offset coils. The outer diameter of the core proximal of the hypotube was measured with a laser micrometer and met manufacturing criteria. Additionally, the returned guide wire was backloaded and removed from the balloon catheter with no resistance noted. After the guide wire was backloaded through the balloon catheter, the balloon was inflated to the rated burst pressure and the balloon catheter was checked for guide wire and lumen collapse pressure. The guide wire was able to move while the balloon was pressurized to 18 atm. When the indeflator was in the neutral position, the guide wire was removed with no resistance noted. After the returned guide wire was backloaded through a new 7 fr guiding catheter, the balloon catheter was advanced through the guiding catheter and removed with some resistance noted at the kink in the shaft. A search of the lot history record indicated no nonconforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents. Based on the evaluation, there is no indication of a product quality deficiency. Manufacturing performs a 100% visual inspection of the guide wire tips after they are loaded into the dispenser and performs a 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow-up will be submitted with all relevant information. The nc trek is being filed under a separate medwatch report.